Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G2, g3, h6 (device). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using chrono titanium port. During preparation of the procedure it was noted that, the packaging was stuck to the inner packaging, which caused the device to lose its sterility. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received through the evaluation, and the file was reassessed for reportability. Based on the updated information the file will be assessed as a malfunction. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one unsealed bard port titanium low profile implantable port kit was returned for sample evaluation. Visual evaluations were performed. The top product tyvek label was noted be not fully peeled from the main product tray. Seal transfer was noted on the peeled portion of tray. Manufacturing review was performed and the outer tray lid was apparently completely detached, seal transfer was observed through the edge of the tray, two tear-off labels were observed attached to the inner tray lid. Sealing transfer was also noted and "damaged inner packaging" is confirmed, this condition is related to the sealing process of the internal tray, the condition of the sample matches with the characteristics of a delamination failure, high temperature or high pressure possibly contributed to the delamination. Therefore, the investigation is confirmed for the reported packaging was stuck to the inner packaging and identified delamination issue. The cause of this condition related to manufacturing. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using titanium low profile port. During the preparation it was noted that the packaging was stuck to the inner packaging, which caused the device to lose its sterility. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using chrono titanium port. During preparation of the procedure it was noted that, the packaging was stuck to the inner packaging, which caused the device to lose its sterility. There was no reported patient injury.